Event description:
Information rec'd indicates that during the case a leak was detected between the wire winds located approximately 1-2 inches from the distal tip. The product was replaced during the case with no pt complication reported. The user reported the device was discarded after the case was completed.

Manufacturer narrative:
Analysis: the user stated the device was discarded and therefore, will not be returned to manufacturing for evaluation. Without product return review is limited and no results can be provided. Product specific info (manufacturing lot number) is unknown. Conclusion: no pt event and no product return; an exact cause has not been determined for the reported product problem.